Event description:
The customer's wife stated that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 236 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly and passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.